Manufacturer narrative:
Follow-up #1 date of submission 08/17/2016-correction to suspect medical device serial #.

Event description:
.

Manufacturer narrative:
Follow-up #2 date of submission 10/07/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/12/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the cartridge compartment was confirmed to be cracked. Additionally, the battery compartment was also cracked in two places; however, no damage was found to the battery cap. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge compartment.